Event description:
The hcp reported that the pump is being explanted due to "infection and full erosion through the pocket." The pt is receiving baclofen currently at 25 mcg/day via the drug delivery system. No pt symptoms were reported. A follow-up report will be sent when additional information becomes available to co.